Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience xpedition eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record could not be conducted because the lot number was not provided.

Event description:
It was reported that on (B)(6) 2014 the patient presented with angina and a 3.0x18 mm xience xpedition stent was implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2015, the patient entered the hospital presenting with angina. The patient was compliant with dual antiplatelet drug therapy after the index procedure. Angiography was performed and restenosis of the previously implanted xience xpedition stent was confirmed. Pre-dilatation was performed with a 3.0x15 mm non-abbott balloon, a 3.5x18 mm non-abbott stent was implanted and was post-dilated with a 3.75x12 mm non-abbott balloon. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.